Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient tried to recharge last night and she fell asleep. The patient woke up this morning and the charge is "still right where is was". It was reviewed with the caller that if the patient fell asleep it's possible for the recharger to have moved and lost connection. The rep said the patient noticed the ins is at 30% and the patient controller (pc) is at 70%. The rep said the table won't connect, the recharger won't connect and the pc along won't connect to the ins. Trouble shooting could not be done because the rep doesn't have extra equipment. It was suggested that the patient goes home and recharger their pc fully, then reset the pc/recharger, and check for any potential broken pins or connection issues and then try to recharge. The rep was told if the patient should get into passive recharge if she gets no device found, hopefully after a few sessions she'll get to the normal recharge screen. The rep was also asked to have the patient check the numbers when the device is in passive mode by holding the recharger in the air to make sure the numbers are changing. The patient is going to meet with the rep or call back if she still can't recharge. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that they were with the patient at the time of the call and the patient had spent all weekend trying to recharge the device. They noted that with passive recharge mode, the numbers showed 100, 100, 100. Technical services had the rep try to start a passive recharge mode and it was showing all values of 100, but when the antenna was moved away from the ins, it switched to a value of 87. The rep stated that they weren't able to get their tablet to communicate, and the controller didn't communicate with or without the recharger connected. Technical services had the rep attempt to disable the device. The rep stated that after going through the disable device function, the controller connected successfully with the ins, and they were able to start a recharging session. They mentioned that the controller showed 90% charged, and the ins battery level was in the red (0-10%) charged. No further complications were reported or anticipated.